Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements. Subsequently, the ICD was explanted and the rv lead was surgically abandoned due to a product performance issue, and the system was replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.